Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-45 lead implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to dizziness. The right ventricular lead was possibly fractured and there was high impedance and threshold. The lead was reprogrammed to ensure pacing, and then capped and replaced the next day. No further patient complications have been reported as a result of this event.